Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The device recorded a red alert for low out of range pacing impedances on this right atrial (ra) and right ventricular (rv) lead. The leads have been implanted for sixteen years. This ctr-p system remains in service. No adverse patient effects were reported.